Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device was evaluated at the manufacturer's service center, and the device powered on as designed. During the evaluation the device's display was found to be black. The device's lcd display ribbon cable needs to be replaced to address the issue. Additionally, during the evaluation the device's base enclosure was found to be detached and needs to be realigned. The handle was found to be cracked and needs to be replaced. No repairs were performed. The device was scrapped.